Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
As per cc form : in the procedure of deployment the stent stop deploying, the handle got stuck and they couldn¿t finish deploying it.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1660254 involved in this complaint was returned for evaluation, with its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the devices involved in the complaint were evaluated in the laboratory on 14th feb 2020. The returned devices lab findings and observations can be referred through the attached files. Stent was partially deployed on returned. Safety wire partially removed and kinked on return. Handle was actuating fine. Stent deployed without any issues. Device functioned as intended. It is possible that the partially removed safety wire may have been pulled in an attempt to help deployment of the stent during the procedure, this may also have contributed to the issues the user encountered trying to recapture the stent. Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1660254 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1660254; upon review of complaints this failure mode has not occurred previously with this lot #c1660254. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use ifu0062-5. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to patient anatomy as the device when returned for evaluation functioned as intended. It is possible that during deployment tortuous path may have caused a build-up of pressure causing stent deployment difficulties. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As per cc form : in the procedure of deployment the stent stop deploying, the handle got stuck and they couldn¿t finish deploying it.